Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. The failure investigation has been completed. Based on the analysis, the alleged wake button issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that pump battery was not charging. Additionally, it was reported that the wake button was unresponsive. Customer's blood glucose was 111 mg/dl. Reportedly, customer continued using pump for insulin therapy.